Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient was still having issues recharging. Recharge history showed multiple 6-7 minute recharge sessions. The patient usually charges with belt over skin. While in office today, the rep was testing recharging without belt over skin. They are able to maintain excellent quality but it did lose connection once. Ins was palpable and not too deep, impedances look good, and patient was receiving good therapy when device is on. An email was sent to repair to replace the wireless recharger (wr) to see if this can help resolve the issue. On (B)(6) 2021, the patient called back after receiving replacement recharger (B)(6). When patient turned recharger on the patient heard a failure tone then the recharger turned off. Reviewed resetting the recharger. After resetting the recharger the patient was able to pair the handset to the recharger. Recharger connected to the ins for a moment then lost connection, patient said this is the issue they had with their previous recharger. The patient said the recharger would connect to the ins for ten minutes then lose connection, connect for a minute then lose connection. The patient said they are able to feel the ins through the skin. They did not want to troubleshoot and said they will try to connect to the ins on their own.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information initially was received (B)(6) 2020 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient started to charge and got error code 1707 last night. They would slightly move and disconnect. At one point they were at 10% and then went to 70%. They had the recharger right over the device. They hardly even moved and it would disconnect. They charged last sunday as well, and it worked. They had to lay still for it to not disconnect. Patient services asked if they had any potential sources of emi in the room and they said yes. They were in their classroom and right next to the computer. Patient services asked the patient to move to the other side of the room. The patient had no troubles and connected right away and had excellent charge. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event. (B)(6)2020 rtg0114076 update (con): additional information received from the patient. Patient said that she couldn't move around at all or would lose connection. Patient said that went she called before that she was at work and she finished charging that night when she got home however still had issues. Patient said that she went to charge last night and had the same issues and received same code. Patient said is in a room that only has a tv and it doesn't use blue tooth. Reviewed recommendation to first palpate area and place over implant site then turn on recharger and recharger found implant. Patient then turned on app and said has excellent connection and it is recharging and can move around a little. Patient to spend time recharging now as said the level is down to 30%. On (B)(6) 2021 additional information was received from the patient: patient called back said that the issue with recharging hasn't resolved itself, not maintaining a connection, keeps on disconnecting. Patient said that she can feel the implant. Ps agent redirected patient to contact hcp office to schedule an appointment with the local representative to schedule device check. Ps agent reminded patient to bring all of the external devices with her to the appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep mentioned the previous information regarding the inability to stay connected and the replacement recharger was sent. The rep reported that the issue was not yet resolved. However, no device removal or replacement was planned.